Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device worked as intended during the initial procedure with no issues noted. The surgeon uses a black reload for the first firing then either black or green for the second.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure that the patient was on an all liquid diet prior to surgery. Follow up appointment on the (B)(6). Patient seemed fine but very emotional about the post op pain. Patient was referred to her pcp who put her on lexapro. Patient progressed to pureeed foods. Then was admitted to ER for nausea and vomiting on (B)(6). CT scan which showed no leaks but did show straining. Patient was sent home. On (B)(6) patient visited office for one month follow up. Patient was having issue keeping down dairy products. Dr. Suspected an issue with her gallbladder. Ultrasound showing ¿sludge¿ in the gallbladder. Performed a lap chole on (B)(6). On (B)(6) patient was throwing up in the hospital a lot. Patient calmed down and was discharged. On (B)(6) patient was throwing up a lot and was brought back to the ER and admitted. Gi series and thought it was a leak, a ¿tiny extravagasion¿ of fluid. Sent patient home with npo and tpn which relieved the vomiting and a pic line. Another CT due to pain in the patient¿s arm which showed no leak. Patient still not eating food. On (B)(6) the patient will receive another scan and will start liquid diet if no leaks are found.